Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement of two proglide devices was attempted in the right common femoral artery using the preclose technique prior to a thoracic aortic aneurysm (taa) interventional procedure. The arteriotomy was 6fr and during the taa procedure, the sheath was upsized to 20fr. Reportedly, an anterior cuff miss occurred. A second proglide was used with the same results. A third and fourth proglide device were used for successful suture placement. The interventional procedure was completed and hemostasis was achieved using the pre-place sutures of the two proglide devices. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Additionally, one of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.